Manufacturer narrative:
The customer's reported complaint description of "the sheath shaft detached form the hub"" was confirmed. The returned complaint sample was noted to have the sheath tubing detached from the hub. The sheath hub and stiffening tube was received advanced on the guidewire where the stiffening tube was still connected to the hub. Device history record (DHR) review of the packaging/accessory lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Scar004997 and the returned sheath/dilator complaint sample were sent to the supplier, greatbatch for sample evaluation/root cause determination and DHR review of the reported lot. Per scar0004997 response, DHR review did not reveal any discrepancies that would have contributed to this event. The sheath hub was sectioned and confirmed that the sheath tubing was correctly inserted and molded to the hub. No manufacturing non-conformance observed during evaluation of the returned device. Sheath tubing broke and the hub junction, likely due to excessive tensile force applied during device use. Labeling review: the instructions for use (16650422-01) which is supplied to the end user with this catalog number contains the following statements: intended use the micro access kit is used for percutaneous introduction of a guidewire or catheter into the vascular system following a small 21-gauge needle stick. Potential complications · perforation of a vessel or viscus · laceration of a vessel or viscus · embolism instructions for use 1. Gain percutaneous access with the 21 gauge needle. 2. Advance the 0.018" guidewire through the 21 gauge needle. 3. Withdraw the entry needle while leaving the 0.018" guidewire in place. 4. Advance the micro-introducer over the 0.018" guidewire. 5. Remove the 0.018" guidewire and the micro-introducer inner dilator. 6. Advance up to a 0.038" guidewire or catheter through the micro introducer sheath. 7. Remove micro-introducer sheath. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference pr(B)(4).

Manufacturer narrative:
The reported device has been returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an issue with a stf 4f m.I. Kit 45cm nt/t echo s. The customer reported they had a problem with the device. The sheath had been placed and the guidewire inserted. When removing the guidewire and pulling the sheath out of the patient, the sheath shaft detached form the "hub" and was retained inside the patient. The retained portion had to be retrieved. There was no harm to the patient due to this event.